Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the facility information is: ferland, louise diane md address: (B)(6) phone: (B)(6). On (B)(6) 2019, it was reported to mentor that the replacement devices were saline mentor smooth round moderate profile 425cc. The patient experienced bilateral capsular contracture and breast cysts on the left breast implant. On (B)(6) 2019, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/14/2019, during evaluation of the sample a crease was observed in the anterior view. Leak testing was performed and it revealed a tear within crease, measurement approximately 0.5 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/13/2019, it was reported to mentor that the patient who underwent primary breast augmentation and bilateral mastopexy in november 2015 presented with bilateral deflated implants and bilateral capsular contractures. The patient underwent bilateral open partial capsulectomies, and implant replacement with mentor saline implants on (B)(6) 2019. During procedure, it was noted that the patient had 4 cysts in the left breast that were excised. These were sent to pathology, however, the results were not provided. A manufacturing record evaluation (mre) was performed for the finished device number 6987806, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 225cc, catalog number 3501630, serial number (B)(4), lot number 6730464. (B)(4).

Event description:
It was reported that a(B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 275cc and experienced deflation on the right breast implant. As a result, the patient will undergo removal on (B)(6) 2019.